Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported keypad failure #9 key stuck which were reproduced during evaluation visual inspection found to be caused by damaged keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced keypad failure number 9 key was stuck during testing. There was no known patient injury or medical intervention associated with this event. No additional information is available.